Event description:
Xu h, 2021, zilver vena and clinical outcomes of venous self-expanding stent placement for iliofemoral venous outflow obstruction. The procedure was conducted with the patient under local anesthesia using the following steps: ultrasound-guided access to the femoral or popliteal vein was obtained, and a 7f or 8f sheath (9f if the wallstent were used) was inserted below the blockage site in the patients with iliofemoral venous outflow obstruction. A catheter with a guidewire was then passed through the blockage and advanced into the inferior vena cava. Because intravascular ultrasound was not available at our institution during the study period, only venography was performed to assess the location and severity of the venous blockage, visualize any inflow problems, and confirm the position of the catheter in the real lumen. All the patients had undergone angioplasty with 8- to 16-mm-diameter balloons. Pharmacomechanical thrombolysis (pmt) or catheter-directed thrombolysis (cdt), or both, was used for patients with dvt before angioplasty. Pmt was used to lyse the dvt in these patients. If pmt did not remarkably reduce the thrombus, cdt was added to the procedure. However, if the patients had developed dvt >14 days before presentation or could not afford the cost of pmt, cdt was used. We used the angiojet thrombectomy device (boston scientific, natick, mass) for pmt and the unifuse with a 10-, 20-, or 30-cm-long side-hole catheter (angiodynamic, queensbury, ny) for cdt. Retrievable inferior vena cava (ivc) filters were routinely placed through the contralateral femoral vein into the ivc to prevent the patients with dvt from developing pulmonary embolism, and all filters were removed 30 days after the stenting procedure. Based on the diameter measurement of the diseased venous portion using venography, 14- to 16-mm-diameter zilver vena stents were chosen, with upsizing by 20% greater than the measurement, and deployed to reconstruct the lumen of the obstructed common iliac vein. The proximal end of the stent was not placed in the ivc, and the distal end remained in the external iliac vein, common iliac lesion, or common femoral vein of the extended lesions. For patients who had presented with longer obstructive lesions, wallstents (boston scientific) were first placed at the distal end, and the zilver vena stents were then placed at the proximal end to ensure that the entire lesion had been stented. When multiple stents were used, a 3-cm overlap between stents was used (fig 1, a and b). Venography was performed after stent placement to visualize the final position of all the stents. During follow-up, three patients (6%; one with dvt and two with pts), including the one patient with placement of one zilver vena stent and two wallstents, had developed in-stent thrombosis or obstruction that required reintervention. Early thrombosis occurred in one patient at 30 days without a known reason. However, the ultrasound examination indicated that blood flow signals could be seen in the stent. Cdt with balloon dilation was performed for this patient to recanalize the blocked lumen in-stent obstruction had occurred in one patient at the 6-month follow-up, possibly owing to irregular compliance with medication. However, the second attempt at recanalization had failed in this patient. Captures 3 cases of thrombosis / in stent obstruction in the present study, three patients had experienced in-stent thrombosis or obstruction. However, all had had good outcomes clinically during the follow-up period. Therefore, the use of zilver vena stents sustained good iliac vein patency. 25 women and 24 men with a median age of 59 years (range, 35-83 years).

Manufacturer narrative:
PMA/510(k) # p200023, product code - qan, common name - qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p200023. Product code - qan. Common name - qan. Device evaluation the devices of unknown rpn and lot number involved in this complaint were implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zvt7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0047-5) lists thrombosis as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. It was noted that in one case, the in-stent obstruction was possibly due to irregular compliance with medication. Thrombosis is a known adverse event which is listed in the instructions for use (ifu0047-5). Summary the complaint is confirmed based on customer testimony. 3 of the 49 patients in the study required secondary intervention as a result of the thrombosis. However, all had good outcomes clinically during the follow up period. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.